Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 20:37:04 on (B)(6) 2015 while in the hops. The pt's rhythm at the time of the treatment was sinus tachycardia with tactile artifact (157 bpm). Elevated heart rate contributed to the false detection. The response buttons were not pressed prior to the treatment. The pt remained in the hosp and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Explanation of device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt (B)(4): 04/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).